Event description:
It was reported to philips that the heartstart xl+ defibrillator had a synchronous keys failure, it was clarified there was a charge button hang during opcheck. There was no pt involvement.

Manufacturer narrative:
Pr#: (B)(4).